Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.67 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.